Manufacturer narrative:
Correction: refer to the corrected information in b1, b2, and h1.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "the wrist of the instrument also burnt.¿ for clarification, the instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induce. Failure analysis found the primary failure of thermal damage to the yaw pulley and distal clevis to be related to the customer's first reported complaint. One side of the distal clevis ear was removed and the silicone potting did not appear to be compromised. The conductor wire was not damaged around the weld location. The electrical continuity test passed. No insulation damage was observed to the conductor wire as well. Customer also reported a second complaint of "while activating the cautery, tissue that the surgeon was not intending to burn was cauterized". This complaint was not replicated nor confirmed. Instrument faults or error messages appeared during in-house testing. Grounding pad with wet paper towel began to smoke when energy pedal was pressed. Site generation from the towel indicated active power and a complete circuit. Neither unintended leakage of energy nor intermittent energy were observed. A review of the instrument log for the permanent cautery spatula, part#470184-13/n10201012 0087, associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0742. There was 1 use remaining. As of 21-jun-2021, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or procedure video was submitted for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it was alleged that tissue that the surgeon was not intending to burn was cauterized and that the wrist of the instrument was burnt. Failure analysis results revealed that neither unintended leakage of energy nor intermittent energy were observed. At this time, it is unknown what caused the thermal damage to occur. Although the customer reported that no harm or injury to the patient occurred, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted supraglottic laryngectomy surgical procedure, while activating the cautery, tissue that the surgeon was not intending to burn was cauterized. The wrist of the instrument also burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 12-jul-2021 and obtained the following additional information: in relation to the tissue burn, the instrument was inspected prior to use with no damage found. An erbe generator was being used with cut/coagulation and bipolar 3 settings in place. The grounding pad was properly placed on the patient's thigh with no defects. There were no burn marks around the incision port. There was a minor intraoral pharynx burn that appeared slightly charred. Ointment was not applied to the burn mark. Double cannulation was not in use and the staff did not observe nay evidence of arcing during the procedure. In relation to the instrument wrist burn, the cannula was inspected prior to use, there was no arcing observed. They were cauterizing was the event occurred and cut/coagulation energy was activated during event. The monopolar cord was not connected to a bipolar instrument. An erbe generator was being used with cut/coagulation 3 settings in place. The instrument was in use 1-2 minutes prior to event occurring. A maryland bipolar instrument was also in use during the event, the instrument tip(s) was in contact with the tissue but arcing did not occur. The tips did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was not removed at any time prior to event occurring. The surgeon believes there was no arcing and he felt the instrument appeared damaged after the event. The patient has not returned to the hospital as a result of the event. Patient demographics were unable to be provided.